Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the neonatal intensive care unit (nicu) getting non-recoverable alarm 64 (control processor). Guided through turning the arctic sun device off/on and resuming therapy. If alarm persists, device will need to go to biomed.

Event description:
It was reported that the neonatal intensive care unit (nicu) getting non-recoverable alarm 64 (control processor). Guided through turning the arctic sun device off/on and resuming therapy. If alarm persists, device will need to go to biomed. Per follow up information received via phone on 01may2025, spoke with nurse who confirmed no further issues after device was rebooted. They did not think a biomed checked on this device because they had to use it for a new patient as soon as therapy ended with the original patient.

Manufacturer narrative:
The device was not returned. The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. Guided through turning the arctic sun device off/on and resuming therapy. If alarm persists, device will need to go to biomed. Per additional information received, spoke with nurse who confirmed no further issues after device was rebooted. They did not think a biomed checked on this device because they had to use it for a new patient as soon as therapy ended with the original patient. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. Correction: b, d, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.